Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead has had varying and high impedance measurements. The lv lead remains in use. No patient complications have been reported as a result of this event.